Event description:
It was initially reported the patient was experiencing pain in her left hip and down her leg. She was also having leg and foot cramps. The patient had not turned down stimulation to see if her symptoms improved. It was reported the patient did not ¿fool¿ with her stimulator; she goes to her physician¿s office when she needs adjustments. It was also reported the patient had a surgery scheduled for her left foot the week following this report which was unrelated to her device and therapy. The patient was having bunion surgery and a hammer tow repair. It was reported the patient¿s bunion recently got infected but it cleared up a few weeks ago. The patient thought she may have nerve damage from the bunion. It was reported the patient also had arthritis in her fingers. She had hand therapy in march and had something placed on her hand. The patient suspected she had therapeutic ultrasound or diathermy for 4-5 weeks. It was noted the patient thought the diathermy may have caused nerve damage. Additional information received 3 weeks later reported the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. It was noted the patient had an appointment on (B)(6) 2013. It was also noted the patient had no appointment until after foot surgery on (B)(6) 2013. Additional information received 1.5 weeks later, reported the patient was seen by her physician on (B)(6) 2013, and impedances were fine and everything was great. The patient thought she had either diathermy or deep tissue ultrasound performed on her should in late march after her (B)(6) appointment and after the therapy was done, her therapeutic benefit was less. It was later determined the patient had iontophoresis done to her finger area. It was noted the patient did not have any symptoms while she was having her finger therapy and no pain afterwards, other than decrease in therapy efficacy. While the patient¿s device was off for her foot surgery she was going to keep a diary on her bladder function.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v612848, implanted: (B)(6) 2011, product type lead. (B)(4).